Event description:
During a vns generator replacement surgery due to battery depletion, it was found that the lead was "bad". The vns generator was replaced, but the lead was left implanted. Per the implant card for the new generator, it was identified that there was high lead impedance due to the lead being twisted. Attempts will be made for additional information; however, no additional information has been received to date. Replacement surgery is likely, but has not occurred to date.

Event description:
Product information was received for the lead model 302. No surgical intervention has been performed to date.

Manufacturer narrative:
Corrected data: implant date of suspect medical device - the supplemental 01 report inadvertently included the incorrect implant year for the lead. The date was updated from 06/24/2014 to 06/24/2004.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Clinical notes were received as part of the referral process for generator and lead replacement surgery. The notes state that the patient believes the vns is not working properly, and it appears this is due to the patient's increased seizure activity as patient had two seizure episodes. Patient's device had been disabled due to high impedance and was re-enabled due to the increase in seizures. Patient later experienced 3 seizures one morning since stopping the lamictal medication and starting vimpat medication per the neurologist. Neurologist instructed caregiver to start lamictal 150 mg bid till patient's next visit and vimpat was increased to 150 mg bid.

Event description:
Patient's vns was enabled with high impedance. The patient did not feel vns stimulation when it was turned on at low settings. The device had been disabled previously and patient's seizures have increased. Patient would like the lead to be revised. No known surgical interventions have occurred to date.

Event description:
Additional information was received that the patient's device had been off for years and her seizures are starting to increase recently. The patient would like to have the device enabled again. The device was previously disabled due to high impedance. No known surgical interventions have occurred to date regarding high impedance.

Event description:
The reported allegation of ¿high impedance¿ was not duplicated in the lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no additional performance or any other type of adverse condition found with the pulse generator. A small portion of inner silicone tubing and quadfilar coil was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis a large portion of the lead assembly appeared to be severely twisted, compressed and embedded in what appeared to be remnants of dried body tissue. These findings are consistent with patient manipulation/rotation of the device while it was implanted (twiddler). The connector pin and connector ring quadfilar coils appeared to be broken in the body area of the returned lead assemblies. Scanning electron microscopy was performed and identified the coil break areas on both of the quadfilar coils as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and pitting. In addition, stress induced fractures (rotational forces) were observed on the connector pin and connector ring quadfilar coil breaks. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and inner silicone tubes and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubing. With the exception of the observed discontinuities, abraded openings and the twisted condition of the returned lead portions, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the lab, there is evidence to suggest discontinuities in the returned portions of the device which may have contributed to the stated allegations of high impedance and fracture of leads.

Event description:
Patient underwent prophylactic generator replacement and lead revision due to high impedance. The generator and lead were received. Analysis of the lead is underway but has not been completed to date.